Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was returned inside a clear plastic bag. The box was removed; shards of glass were found at the bottom of the bag. The shelf carton was found upside down with the bottom panel torn and partially open. The bottom panel was opened. The jar was found broken with multiple pieces of glass. The valve was in its retainer, rested alongside the broken jar. The front of the returned packaging showed an intact tear-away seal and an activated temperature indicator. The back of the indicator showed a released spring, indicative of a trigger to the 0°c mechanical nickel alloy freeze indicator. Conclusions: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A valve trace (shipping history) was performed on the device; sap showed that the valve was shipped directly to the customer from the medtronic distribution center. Exactly what caused (when and how) the jar to crack cannot be determined; however, during 100% inspection of the final packaging at medtronic, the jar was not broken/cracked. Also, the packaging configuration was subjected to package validation testing, standard practice for performance testing of shipping containers and systems. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the jar in which an avalus valve was contained in was found to be leaking. The device was never implanted. No patient involvement was reported.

Manufacturer narrative:
B3: month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.